Manufacturer narrative:
The unidentified detachment control box (dcb) and the unknown connecting cable were not returned. The unidentified microcatheter was not returned. The device was misdirected where the device was warehoused for an indeterminate amount of time. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The coil was returned undamaged. The detachment fiber was returned undamaged, intact, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 51.6 ohms (range 48.5/56.0) and the enpower dcb system¿s ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 51.6 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. The field complaint of the coils non-detachment could not be duplicated. No manufacturing defects were found. The complaint of the coil¿s non-detachment cannot be confirmed. The dpu passed electrical testing and detached the coil on the first detachment cycle; therefore the root cause of the coil¿s non-detachment cannot be determined. It was not stated that a pre-deployment electrical test was completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete detachment system and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the orbit galaxy g2 (641cf2505/c12127) coil could not be detached. It was a second surgery for the patient because the aneurysm recanalisated after the first surgery. The first galaxy coil (details unknown) moved through the micro-catheter (details unknown) without any problem and was detached normally. When the second coil was inserted and the same connecting cable (details unknown) and detachment box (details unknown) was used, the system ready light did not illuminate and the coil did not detach. This coil was removed and a third coil (details unknown) was inserted into the micro-catheter which detached without any difficulties. There was no patient injury. In case of first and third coils the same detachment box and connecting cable were used. At the time of initial contact the device was available for return.